Event description:
¿IV pump continuously alarming for air bubble on insulin gtt. The pump was primed to relieve any possible air bubbles, and none have come out from the suggested priming. The tubing and bag of insulin itself were both changed. The pump was turned off then back on to try and troubleshoot it. The pump is still alarming for air bubble and causing a delay in care. The insulin gtt has now been changed to a different pump.¿ manufacturer response for infusion pump, infusomat (per site reporter) bbraun evaluating air in line issues.